Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports being on aligner #2 and needs to stop treatment due to bone loss on the lower anterior between teeth #24 and #25 found during dentist evaluation which included x-rays. Dental history includes crowns (exact location unknown) and previous root canal treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.